Manufacturer narrative:
(B)(4). Concomitant medical products: 42530007101 - natural tibia trabecular metal two-peg porous fixed bearing left size e - 64405766. 42512100811 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 63974853. 42540000035 - all poly patella cemented 35 mm diameter - 64441716. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01243, 3007963827-2021-00100.

Event description:
It was reported that the patient underwent a total knee arthroplasty approximately 1.5 years ago. Subsequently, the patient has been experiencing pain and swelling since her procedure. She has underwent two manipulations on unknown dates, removing scar tissue with no relief. Patient had metal allergy testing and is highly reactive to nickel. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g4; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Patient stated to have had allergy testing and is highly reactive to nickel, this was not confirmed. Material composition of the femur and tibial plate are zimaloy cast and ti-6al-4v with trabecular metal respectively. The implanted materials are not expected to contribute to the report issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.